Event description:
Information was received from a trial patient. It was reported the patient started the trial the day of the report but after taking a nap at home, they could no longer feel stimulation. The patient increased stimulation from 1.2v to 2.7v but the patient programmer (pp) showed it could not find the device/external neurostimulator (ens). The patient removed the pp batteries, reinserted them, and then stated the battery icon next to the person on the pp screen was empty/white. It was reviewed that this meant that the ens batteries were out and they could only be replaced at the doctor¿s office. The patient was recommended to contact the doctor¿s office about the ens battery. Additional information was received from a healthcare professional (hcp) on 2017-mar-01. The hcp reported that the serial number was unknown. The hcp determined that the wires got loose from movement of the patient. The hcp noted that they changed the bluetooth receptor and exchanged the batteries but there was no change. The amplitude was increased to 10.7 and the patient felt stimulation. The hcp noted that they were going to leave the patient on that amplitude until lead removal. It was indicated that the patient had a successful trial.